Manufacturer narrative:
(B)(4) - implanted device remains.

Event description:
Per the clinic, the patient developed a minor infection at the implant site, for which oral antibiotics (type and dosage not reported) were prescribed. The implanted device remains.